Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device delivered inappropriate atp therapy during an svt. The atp therapy accelerated the rhythm into a vf and shock therapy converted the rhythm. The svt detect criteria was adjusted.